Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of probe could not cut. The returned sample was visually inspected and found non-conforming with foreign material on the needle and port. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks and wear marks were observed at several locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle and shell assembly) was removed the probe was able to actuate. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation did confirms that the probe had a cut failure and also indicated that the probe had an actuation failure. The most likely root cause for the observed non-conformance's is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut and actuation failures cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A nurse reported the vitrectomy probe did not cut and the aspiration was functioning during a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no harm to the patient. This is one of four reported for this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe did not cut and the aspiration was functioning during a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no harm to the patient. This is one of four reported for this facility.